Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported entrapment of device was likely due to a combination of gripper actuation troubleshooting attempts and operational context. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location. A cause for the reported gripper actuation issue could not be determined. It is likely that the anatomical conditions influenced the reported event however this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling. D9, h3: device was not returned.

Manufacturer narrative:
The reported difficult to open or closed gripper actuation-both and difficult to open or closed gripper actuation-single could not be replicated in a testing environment due to the condition of the returned device (clip was deployed). The reported entrapment of device clip caught on chordae could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot-specific issue. Based on the information reviewed, the reported entrapment of device was likely due to a combination of user technique/gripper actuation troubleshooting attempts and operational context. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location (on the chordae). A cause for the reported gripper actuation issue (single and both) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.d9/h3: subsequent to filing the final report, the complaint device was received. Therefore, return status has been updated. H6: type of investigation code 4114 removed and type of investigation code 10 added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation, clip caught in chordae and foreign body in patient. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted centrally, reducing mr to a grade of 2. To further reduce mr, a second clip was inserted and positioned laterally of the implanted clip. However, when attempting to grasp, it was observed that the grippers were not lowering. Therefore, the gripper levers were retracted, and clip was locked. However, the gripper actuation issue continued to occur. The gripper levers were then retracted again, and the clip was unlocked and inverted and closed back to grasping angle of 120 degrees. After this, only the posterior gripper was able to lower. Due to the gripper issue, the physician decided to invert the clip and remove it. However, after the clip was inverted, it became caught on chordae and was unable to be removed. Although the posterior gripper was the only one lowering, the physician decided to deploy the clip. Mr remained at a grade of 2 and no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.